Event description:
The reporter contacted animas on (B)(6) 2012, stating that the audio bolus button rubber fell of the pump and the button was unresponsive. The reporter stated that both issues were just noticed the previous day and was unsure of the when the issues occurred. This report is made based on the allegation of the button response issue.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the audio bolus button was completely detached. All keypad buttons responded appropriately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.